Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported issue was confirmed as multiple pins on the camera port were bent and there is no image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer care was informed by the biomedical engineer technician at the user facility that the customer visera elite video system center ¿has bent pins on the camera port and there is no image¿ found during preparation for use. No death, injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed multiple pins on the camera port being bent and no image being displayed due to faulty connector terminals. The specific root cause of the faulty connector terminals could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.